Event description:
It was reported that the patient underwent a revision procedure due to implant breakage, the vanguard cr bearing showed signs of wear on x-ray and patient complained of instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Follow up report. Updated: a1,a2,,a4,a5,b4,b5,d1,d2,d4,d9,g1,g3,g4,g6,h1,h2,h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to implant breakage. Attempts have been made and no further information has been provided.